Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to "stopped pump may exceed tube set" and the pump was shut off for "71 hours." The physician programmed the pump to "stop pump mode" because the patient electively decided to discontinue the use of the pump and had already been weaned down. Additional information reported that the pump was successfully turned off. The patient recovered without permanent impairment. There were no problems encountered. The pump system had been delivering baclofen prior to being turned off. The patient elected to discontinue intrathecal baclofen 2 years go, the pump was alarming as the pump had reached end of battery life. No symptoms were reported.

Manufacturer narrative:
Product ID: 8711, lot# n132194025, implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n110633, implanted: (B)(6) 2008, product type: accessory. (B)(4).